Event description:
On 17 june 2025, a journal article was retrieved from the bone & joint journal (2025) that reported a study from the united kingdom. The purpose of the study was to study the survivorship of metal-on-metal durom hip at minimum of 15 years. The retrospective single center study reviewed data base data for 695 hips (587 patients) implanted consecutively from january 2000 to december 2008. This included 270 female hips and 425 male hips. 7 patients (7 tha) were lost to follow up and 7 patients (9 tha) expired and were not related to the surgery. Durom hip resurfacing component was used in all the primary cases. Standard surgical technique and posterior approach was used. Press-fit cup inserted with 20 degree anteversion and inclination angle between 35-45 degrees. The study population had a mean age of 51.5 years at time of surgery. Follow-up was conducted at three months, one year and annually thereafter with a mean follow-up of 18.2 years. It was reported that 1 hip underwent revision due to high metal ions. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D6: implant date between (B)(6) 2000 to (B)(6) 2008. D10: hip-unk-head, #item unknown, #lot unknown. Therapy date: unknown. G2: foreign report source: united kingdom. Report source: "williamson, t. R., kennedy, I. W., jenkinson, m. R. J., wheelwright, b., kane, n., & meek, r. M. D. (2025). Durom hip resurfacing at 15 years. The bone & joint journal, 107-b(6 supple b), 55¿61. Https://doi.org/10.1302/0301-620x.107b6.bjj-2024-1045.r1". Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4,b5,d2,g1,g3,g6,h1,h2,h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.